Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a melted tip of the blade. Only one of the blades melted. The instrument passed the continuity test. The event caused partially or wholly by the user of the device including sample handling. The probable root cause for this type of failure is arcing on the blade tip or making contact with another energy instrument which both falls under user. The complaint was confirmed by failure analysis. The probable root cause is attributed to arcing on the blade tip or making contact with another energy instrument.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had a slight burr at the tip. There was no report of patient involvement.